Manufacturer narrative:
The suspected hw parts were returned to the manufacturer for analysis, however results are not yet available.

Manufacturer narrative:
Additional information: patient demographics provided. Correction: patient gender updated to proper value. The analysis of the gantry motion control box was completed by medtronic personnel. The unit was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
The pendant was returned to the manufacturer for analysis. Analysis was unable to confirmed reported issue. Functionality and usability test passed. Invalidate home was successful. Visual inspection confirm instructional stickers on pendant surface. However, it was found that the button to move backwards was hard to press from typical wear and tear.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. The pendant and the motion controller were replaced. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device being spinal fusion procedure. It was reported that the gantry would not open. They continued pressing the door open button and several other staff members tried pushing the door open button, too. After about 10 minutes it finally opened. The issue occurred after the procedure when they were trying to remove the system from around the patient. There was no reported impact on patient outcome. There was a reported delay to the procedure of less than 1 hour due to this issue. No further information was provided.